Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet was received events added from pfs- she did not undergo confirmation test. Reporter information, date of birth was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included calculus of kidney, depression, mood disorder and menses irregular. Previously administered products included for an unreported indication: iud. Concurrent conditions included abdominal pain, bowel obstruction, chest pain, galactorrhoea, pulmonary embolism, headache, urinary incontinence, dyspareunia, ovarian cyst ruptured, back pain, pap smear abnormal, tobacco abuse, vaginal discharge, galactorrhea, atypical squamous cells of undetermined significance, endometriosis and abdominal pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy ad bilateral salpingo-oophrectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2010: positive and is concerned about an ectopic pregnancy. Ultrasound pelvis: on (B)(6) 2010: uterus: normal size measuring 9.8 x 7.1 x 3.3 cm. Anteverted in position. Homogeneous myometrium. No masses. An echogenic structure is identified in the endometrial canal consistent with history of iud. Endometrial cavity: normal thickness, 8 mm. Homogeneous. Right ovary: normal size, 2.5 x 2.5 x 2.5 cm. No abnormal cysts or masses. Left ovary: normal size, 2.8 x 2.6 x 1.8 cm. No abnormal cysts or masses. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-jan-2019: medical record received. Reporter's information was added. Event added: pid. Medical history and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included calculus of kidney, depression, mood disorder and menses irregular. Previously administered products included for an unreported indication: iud. Concurrent conditions included abdominal pain, bowel obstruction, chest pain, galactorrhoea, pulmonary embolism, headache, urinary incontinence, dyspareunia, ovarian cyst ruptured, back pain, pap smear abnormal, tobacco abuse, vaginal discharge, galactorrhea, atypical squamous cells of undetermined significance, endometriosis and abdominal pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy ad bilateral salpingo-oophrectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2006 the plaintiff received treatment for abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: positive and is concerned about an ectopic pregnancy. Ultrasound pelvis - on (B)(6) 2010: uterus: normal size measuring 9.8 x 7.1 x 3.3 cm. Anteverted in position. Homogeneous myometrium. No masses. An echogenic structure is identified in the endometrial canal consistent with history of iud. Endometrial cavity: normal thickness, 8 mm. Homogeneous. Right ovary: normal size, 2.5 x 2.5 x 2.5 cm. No abnormal cysts or masses. Left ovary: normal size, 2.8 x 2.6 x 1.8 cm. No abnormal cysts or masses.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : reporter information updated. Events added- dyspareunia, dysmenorrhoea, abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included calculus of kidney, depression, mood disorder and menses irregular. Previously administered products included for an unreported indication: iud. Concurrent conditions included abdominal pain, bowel obstruction, chest pain, galactorrhoea, pulmonary embolism, headache, urinary incontinence, dyspareunia, ovarian cyst ruptured, back pain, pap smear abnormal, tobacco abuse, vaginal discharge, galactorrhea, atypical squamous cells of undetermined significance, endometriosis and abdominal pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problem or changes") and urinary tract disorder ("bladder or urinary problem or changes"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy ad bilateral salpingo-oophrectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date- 01-apr-2006, (B)(6) 2010 the plaintiff received treatment for abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: positive and is concerned about an ectopic pregnancy. Ultrasound pelvis - on (B)(6) 2010: uterus: normal size measuring 9.8 x 7.1 x 3.3 cm. Anteverted in position. Homogeneous myometrium. No masses. An echogenic structure is identified in the endometrial canal consistent with history of iud. Endometrial cavity: normal thickness, 8 mm. Homogeneous. Right ovary: normal size, 2.5 x 2.5 x 2.5 cm. No abnormal cysts or masses. Left ovary: normal size, 2.8 x 2.6 x 1.8 cm. No abnormal cysts or masses.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: new event- bladder or urinary problem or changes was added. Event outcome of pelvic pain was updated from unknown to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and genital hemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included calculus of kidney, depression, mood disorder and menses irregular. Previously administered products included for an unreported indication: iud. Concurrent conditions included abdominal pain, bowel obstruction, chest pain, galactorrhoea, pulmonary embolism, headache, urinary incontinence, dyspareunia, ovarian cyst ruptured, back pain, pap smear abnormal, tobacco abuse, vaginal discharge, galactorrhea, atypical squamous cells of undetermined significance, endometriosis and abdominal pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), dysmenorrhoea ("dysmenorrhea (cramping), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problem or changes") and urinary tract disorder ("bladder or urinary problem or changes"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy ad bilateral salpingo-oophrectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, genital hemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital hemorrhage, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2006, (B)(6) 2010. The plaintiff received treatment for abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: positive and is concerned about an ectopic pregnancy. Ultrasound pelvis - on (B)(6) 2010: uterus: normal size measuring 9.8 x 7.1 x 3.3 cm. Anteverted in position. Homogeneous myometrium. No masses. An echogenic structure is identified in the endometrial canal consistent with history of iud. Endometrial cavity: normal thickness, 8 mm. Homogeneous. Right ovary: normal size, 2.5 x 2.5 x 2.5 cm. No abnormal cysts or masses. Left ovary: normal size, 2.8 x 2.6 x 1.8 cm. No abnormal cysts or masses. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: new event- bladder or urinary problem or changes was added. Event outcome of pelvic pain was updated from unknown to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included calculus of kidney, depression, mood disorder and menses irregular. Previously administered products included for an unreported indication: iud. Concurrent conditions included abdominal pain, bowel obstruction, chest pain, galactorrhoea, pulmonary embolism, headache, urinary incontinence, dyspareunia, ovarian cyst ruptured, back pain, pap smear abnormal, tobacco abuse, vaginal discharge, galactorrhea, atypical squamous cells of undetermined significance, endometriosis and abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problem or changes") and urinary tract disorder ("bladder or urinary problem or changes"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy ad bilateral salpingo-oophrectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic inflammatory disease, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date on (B)(6) 2006, on (B)(6) 2010. The plaintiff received treatment for abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2010: positive and is concerned about an ectopic pregnancy. Ultrasound pelvis: on (B)(6) 2010: uterus: normal size measuring 9.8 x 7.1 x 3.3 cm. Anteverted in position. Homogeneous myometrium. No masses. An echogenic structure is identified in the endometrial canal consistent with history of iud. Endometrial cavity: normal thickness, 8 mm. Homogeneous. Right ovary: normal size, 2.5 x 2.5 x 2.5 cm. No abnormal cysts or masses. Left ovary: normal size, 2.8 x 2.6 x 1.8 cm. No abnormal cysts or masses. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.